Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a surgical mitral valve underwent a valve-in-valve after an unknown implant duration due to stenosis. The tmvr was performed with a 26mm 9750tfx.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b5, b7, d4 (expiration date), h4, and h6 (type of investigation, investigation findings, and investigation conclusions). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. The root cause of this event was most likely due to patient related factors and the progression of the underlying valvular disease pathology contributed to the event.

Event description:
It was reported that a patient with a 25mm 7300tfx mitral valve underwent a valve-in-valve after an implant duration of seven years, one month due to severe mitral stenosis. The patient presented with shortness of breath and acute on chronic combined systolic and diastolic heart failure. The tmvr was performed with a 26mm 9750tfx. The patient tolerated the procedure well. On pod #13, the patient was discharged.